Manufacturer narrative:
It became aware, that the case at hand is a duplicate of the case (B)(4). All data is transferred in it. Please invalidate the case at hand in your system.. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan stem hip impl win gen on an unknown side (exact date not reported). Currently, the patient is being monitored due to implant fracture.